Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the backrest will not lock into place. He states the set screw is missing/broken off.